Event description:
A malfunction was reported on the pump, identified by the customer, but no notable events occurred prior to this issue. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions to reset the pump, which was successfully completed by the caller. The customer was informed to continue using the pump and to contact technical support again if the malfunction recurred, which the customer understood and acknowledged.